Manufacturer narrative:
The affected product was returned and evaluated. In conclusion, scratches and a cut were noted on the femoral journey oxinium component. These are most likely due to impact with surgical instruments during implantation or explantation and the tibial component during implantation and/or explantation. The worn area on the lateral posterior condyle showed a ti-6al-4v edxa spectrum and had a corresponding area on the tibial component with zirconium metal transfer. A possible scenario for this has been documented previously, which details the condyles of the femoral components resting on the posterior aspect of the cemented tibial tray at high flexion when the tibial polyethylene insert were about to be locked into place during implantation of the device. Laboratory testing has duplicated this scenario. A protective plate is available as an instrument to lessen the likelihood of this occurrence. In addition, the polyethylene insert was shown to have an irregular wear pattern but no metal debris was found embedded in the articulating surface. No material or manufacturing deviations were found in this investigation.

Event description:
It was reported that a revision surgery was required due to device wear.